Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Reporter states customer has "black plastic splinters inserted" in her fingers from the fastclix lancet drum. Customer is "not sure" where the black plastic splinters are coming from. No adverse event reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).

Manufacturer narrative:
The event occurred in (B)(6). Customer returned used lancets of lots wpb802 and wpb056. It is not known which lot was used in the reported event.